Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the device was not working; she had to buy pads because she was peeing herself. She was not able to feel stimulation on any program except for program 3 and program 3 stopped being effective for her. She thought her device was implanted too low which was leading to the problem. It was noted that she was going through breast reconstruction surgeries due to having breast cancer and radiation therapy was noted to be possibly related. She was advised to change to program 4 and increase to 8.5 and she was not feeling stimulation. She was going to try other programs. She had called as she had been advised to do so by her healthcare provider (hcp). Additional information received from the patient in response to follow-up reported that she had seen her hcp on (B)(6) 2016. The hcp was in the process of making a surgery date to correct the problem. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.